Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the terminal pin of this chronic electrode was connected into the header port of the replacement model#a219 device and the pocket was closed. An automatic set-up identified an out-of-range shock impedance, electrogram noise (two second duration) and oversensing. The pocket was re-opened and the device was removed from the pocket. The physician checked the lead insertion and it appeared to be normal. The electrode was removed from the header and inspected. The terminal pin was wiped off and appeared clean. The electrode was re-inserted and secured into the header port. The device was positioned back into the pocket. Multiple diagnostic impedance measurements were within normal range. The available evidence suggests that this device and electrode remain in-service.